Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.08670 inches. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low blood glucose, and the blood glucose value at the time of the event was 54 mg/dl. While traveling on a plane on (B)(6) 2018. The customer alleged possible pump over-delivery, stating the pump did not suspend insulin delivery as expected. The customer has since treated the low bg with food and reported a current bg of 235 mg/dl. The event involved product(s) mmt-754lcal. Troubleshooting was not performed, and it was unknown whether the insulin pump was utilized within 48 hours of the event. Also, it was unknown whether the auto mode feature was active or not. No further patient complications were reported. The product was returned for analysis.